Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report #1627487-2010-00836. The patient received his trial scs system including two percutaneous trial leads on (B)(6) 2009. It was reported that patient received intermittent then overstimulation immediately after the procedure. Reprogramming was attempted but did not alleviate the reported issue. A different trial stimulator was used but the patient still reported overstimulation. The percutaneous leads were explanted on (B)(6) 2009 but not returned to the manufacturer for evaluation. It was reported the physician will reimplant at a later date. No further information is available.